Manufacturer narrative:
Lumenis has just become aware of the event and is in contact with the reporter to obtain additional information regarding the circumstances surrounding the event. When additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign user facility reported that the esf (eye safety filter) lens had fallen off from the "lumenis 1000" integrated slit lamp on their spectra laser system, resulting in a potential inadvertent exposure to the operator. No report of injury was received.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the lumenis foreign technical expert. The expert confirmed the reported event and noted that the eye safety filter lens had been glued back into place, and the subject device was returned to service. No patient or physician involvement was reported. Investigation by a lumenis product expert finds that one of the optics for the moving eye safety filter within the lumenis 1000 slit lamp fell out of the mount. If one of the eye safety filter optics falls out of the eye safety filter mount within the lumenis 1000, the attached system may show an error if the loose optic were to block the moving eye safety filter. However, the attached system may not show an error if the moving eye safety filter is not blocked. The laser would be able to fire with the physician looking through the binoculars and a bright reflected laser light can be visible. Based on the technical experts report this was not the case - no eye exposure was reported. Further investigation finds that instead of replacing the entire eye safety filter assembly (as expected) the lumenis technical expert simply glued the lens back into position the technical expert was subsequently instructed to no longer attempt repair of replaceable units (fru's) but instead, to replace the entire assembly. A CAPA (CAPA-000000876) was opened and completed in 2015 to prevent recurrence of this issue. DHR review of the subject system finds that the laser and lumenis 1000 involved in this incident were manufactured and installed in 2008 - before capa000000876 was created and implemented. There have been no reports of lens failure subsequent to the CAPA completion date. Subsequent examination of the subject device by a lumenis technical expert concluded, after replacement of the eye safety filter assembly and verifying all system functions including calibration and energy output that the subject device is safe and operating within manufacturer's specifications.